Event description:
During surgery, after having impacted the 56 versafitcup cc trio in the acetabulum, the surgeon was not able to remove the terminal cup impactor that remained stuck in the cup. The cup had to be removed and when the surgeon tried to impact a new size 56 cup this did not fit anymore, so he had to complete surgery using a size 58 cup. Ref MFR # 3005180920-2013-00159.